Manufacturer narrative:
The reported issue of dim segment on the led display was confirmed on 1 out 3 of the returned lvp display board assemblies. The returned display board assemblies were tested using a lvp mockup test fixture ((B)(4)) attached to a cad pcu. Each board was tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. 1 out of 3 of the returned display boards (pcb s/n (B)(4)) exhibited dim segments. The display boards were also found to be approximately 11 years old. Risk assessment dir: (B)(4) reports dim segment issue associated to faulty component of the seven segment display. A supplier product change notification (pcn (B)(4)) was issued to improve the manufacturing process. There was no patient involvement (npi). The customer returned 3 lvp display board assemblies p/n (B)(4) in individual esd bags and wrapped in bubble wrap with a serial number sticker suspected to be from the device it came from. Visual inspection of each board was performed no damage, corrosion, or cold solder was observed. The exact root cause was not identified, however prior failure investigations CAPA (B)(4) identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification (pcn (B)(4)) was issued to improve the manufacturing process. Review of the sn (B)(4) service history record showed the device had a manufacture date of 14jul2009. A review of the device service history record was performed beginning from the date of manufacture to the present date 07oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only 3 lvp display board assemblies p/n (B)(4) were provided for investigation

Event description:
It was reported that the device had dim segment on the led display. There was no reported patient involvement.